Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient did not recharge their device as recommended. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.